Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.00mm /2.0cm /50cmperipheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as result of the event.